Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source denmark. Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip procedure, the stem inserter broke. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114 ¿ device not returned. Visual examination of the returned product identified the outer handle has indentations on the cutout, the guard, and the pommel. The inner shaft had wear marks in two locations one near the fracture site. The hex is discolored and the threads have fractured. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.